Manufacturer narrative:
Correction: the tracker was not discarded by the site, however the replacement screws were discarded. No parts were returned to the manufacturer for evaluation. (B)(4)

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative received a report that a site had 2 suretrak screws that were stripped. Suretraks remain intact. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot numbers were not available, as the 2 parts were discarded by the site. Device manufacturing dates are dependent on lot numbers therefore, unavailable. Return requested. No parts have been received by manufacturer for analysis as the 2 suspect parts were discarded by the site and will not be returned. Part not received by manufacturer.